Event description:
Reporter stated that after having the implants put in she did not have a problem until the middle of 2012 when she started to have all over body pain and fatigue. She was given a lot of tests that were all negative but she was dx with fibromyalgia. From 2012-2014, she started having severe headaches, pain all over, not feeling well, bleeding after sex, and nausea. On the 3rd day of her period every month she has headaches so bad she has to go to the hospital with blurred vision so bad she cannot see. On (B)(6) 2014, she had a pulmonary embolism but she thought she was having a heart attack. She had 2 blood clots behind her left knee and 28 clots in her lungs. On (B)(6), the clots killed the middle lobe of her right lung. At times her heart speeds up without reason. Her heart rate was 152 at the dr.'s office. All test were negative. Two weeks ago her abdomen pain started to get worse. "C/o" pain in the mid pelvic bone like a stabbing pain. Saw dr. (B)(6) who asked her if she knew the side of effects of essure and recommended that she research them. He also gave her an ob/gyn referral. When she did her research she had 3 pages of symptoms including the following: hot/cold flashes, bleeding after sex occasionally, breast pain, all over pain (had to toe), metal taste in mouth, nausea, severe bloating, tingling and numbness, stroke like symptoms, ringing in the ears; it is hard to remember things, rash that looks like a burn that appear and go away and is itchy, uncontrollable anxiety. In 2012 she started having sleep problems, muscle spasms, blurred vision with floaters and her eyeballs hurt in the sun. Two weeks ago she had a mucus discharge and cramping really bad even though it was not time for her period and on monday ((B)(6) 2015), she complained of feeling like she was having a heart attack, left arm aching and shortness of breath. She did not go to the hospital, just waited for it to pass.